Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip would not feed into the jaw properly. The case was completed with another device and there was no consequence to the pt.